Manufacturer narrative:
Section d10: device available for evaluation? Yes. Section d10: returned to manufacturer on: 1/6/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint lens was received stuck to a piece of foam. Visual inspection under magnification, revealed viscoelastic residue on the optic body and haptics. And that the lens was returned cut in half. Which is consistent with a lens, that was handled during explant. Furthermore, fibers were observed on the lens. However, this can be attributed to receiving the lens stuck to a piece of foam. And therefore, cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed, one complaint from this production order number. However, the reported issue is unrelated to this reported complaint. And no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 model intraocular lens(iol) was explanted from patient's left eye in a secondary surgical procedure because patient wanted better vision and was not satisfied with vision. There was no patient injury and no medical/surgical interventions such as vitrectomy, incision enlargement or sutures were required. Additional information was received stating that patient noticed distance vision blurry, wanted improved distance vision while maintaining as much near vision as possible. Symptoms significantly affected patient¿s ability to perform daily activities and patient was unable to see without a contact lens for distance and the need for reading glasses. The replacement lens used is a non j&j lens. The patient was doing okay at the time of discharge. No further information available.